Event description:
Patient with size 8 ett. Pilot balloon not holding air, causing inadequate tidal volume delivery via mechanical vent. Required tube exchange. Tube was evaluated for possible leak related to commercial tube holder with bite block. No specific area of leak able to be found.